Manufacturer narrative:
Additional information was received on (B)(6) 2021. The patient is a 61 year old female. Patient had fully recovered from the event. The physician¿s commented that there is no causal relationship between the product and this event and believes the issue was related to the patient¿s condition as the patient had a diverticulum at the right ventricular outflow tract septal position. Transseptal puncture was not done during this case. There was no evidence of steam pop during the ablation. Therefore, a2. Patient age at the time of event, a2. Age unit and a3. Gender have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
(B)(6). Component code of ¿appropriate term/code not available" represents "no findings available." The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed a manufacturing record evaluation was performed for the finished device 30399614m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that the patient had a diverticulum at the septal site of the right ventricular outflow tract, and during ablation at that site the patient¿s blood pressure dropped pericardial effusion was confirmed by echo and pericardiocentesis was performed. The fluid that was drained contained venous blood. The event occurred 4 hours after the beginning of the catheter use. After pericardiocentesis the blood pressure stabilized, and the patient was transferred to intensive care unit. The physician¿s commented that there is no causal relationship between the product and this event. The patient was discharged after a week.